Manufacturer narrative:
Manufacturing review: based upon the severity level and lot quantity, a DHR review is required. The lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for foreign material present on device, as the photo shows the dilator tip with a what seems to be a clear piece of protective tubing attached. The root cause was determined to be manufacturing related. An operator forgot to remove the tip protective from the dilator. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the healthcare provider allegedly found a plastic ring on the dilator component. It was further reported that the plastic ring was removed prior to implanted the port device. Reportedly, another peel-away sheath was used in the completion of the procedure. There was no harm to the patient.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the healthcare provider allegedly found a plastic ring on the dilator component. It was further reported that the plastic ring was removed and the procedure was safely completed. There was no reported patient injury.